Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seals were intact, though the screen was found to be scratched. A review of the event history log was able to confirm the occurrence of "key stuck" errors. A function test of the device was performed and was able to replicate the reported event. The device was powered up the keypad buttons were pushed and some of them did not work. A test keypad was attached to the device and was tested and working properly. The keypad was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device had an issue with the keyboard. There was no patient involvement reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-00968. The report was submitted in error.